Event description:
There was no patient involved in this event. Unit powers on by itself without manual intervention.

Manufacturer narrative:
The pad-pak was first installed successfully on the 31st august 2010 and performed to specification up to the 14th june 2015. Between the 16th june 2015 and the final history log entry on the 15th august 2015 the device recorded multiple manual power ons, mainly of 10 minute duration. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would confirm a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.